Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the leadless pacemaker (lp) could not be interrogated after replacing and repositioning patches, aveir link and electrocardiogram cable. The device was ultimately not used and replaced with new device. Patient condition was stable.

Manufacturer narrative:
Reported event of no conductive telemetry was confirmed. The device was unable to establish telemetry, and no output was noted upon receipt. Analysis after the device was cut open revealed battery voltage was above elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion was premature. Additional testing performed on the hybrid indicated a metal migration anomaly causing a short. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.